Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, during treatment with a prismaflex machine, a dialysate bag was observed to be leaking. The patient was connected to the device. There was no patient injury or medical intervention associated with this event. No additional information is available.